Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history confirmed there are no additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205/lot# k13210719 0052) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk0731. The instrument had 2 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy ((radical w/o lymphadenectomy) surgical procedure, the fenestrated bipolar forceps instrument was found to have damage with the energy cable. A similar backup instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed the device investigations. Failure analysis investigations confirmed the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found with damaged insulation to the conductor wire near the distal idler pulley and the insulation material appeared to be scraped off, approximately 0.08" x 0.03". Bare wire was exposed, and the insulation material was not returned. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.